Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified in the lab based on visual inspection. The problem was localized to j1 pin 5 which was found to be permanently compressed and pin 6 which was slightly bent and loose. J2 pin 8 was also found to be permanently compressed and bent.

Event description:
It was reported to philips that the customer observed bent pins on the battery pca.. There was no reported patient involvement.